Event description:
In 2008, the pt reported that 6-8 months ago she experienced elevated blood glucose due to separated infusion tubing. She was unable to provide blood glucose values. She changed the infusion tubing and bolused to lower her blood glucose. Her normal blood glucose level is 100 mg/dl. She stated that this issue occurred 3 times with infusion sets from the same box. They were each in use for 1 day. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was requested to be returned for eval.